Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were in specification but the device ran rough, there was a considerable amount of rust on the parts inside the device, the swivel, motor, shaft, reciprocating arm, poppet assembly were replaced as well as the head and control bar which were damaged and replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device cut fine the first time and then skipped the graft the second time. There was a minor delay in order to switch blades on the dermatome and the new blades were used to obtain an additional, unplanned skin graft. An unplanned skin graft was taken. No additional consequences have been reported as a result of this malfunction.